Event description:
Boston scientific received information that this patient's spouse contacted technical services in (B)(6) 2010 to report that this patient died on (B)(6), 2010. The spouse informed technical services that the patient was admitted to the hospital on (B)(6), 2010 and was intubated. On (B)(6), 2010, the patient was taken off the respirator. Subsequently, the patient went into cardiac arrest and was shocked multiple times by the device. The patient was placed back on the respirator. The spouse reported that a local representative made some programming adjustment on (B)(6), 2010 or (B)(6), 2010. The patient's spouse informed technical services that a formal complaint may be filed against the physician and the hospital. Subsequently, boston scientific received information that a company representative had called and left a message with the patient's spouse. The company representative provided the patient's spouse with a callback number. To date, the patient's spouse has not contacted boston scientific. Additionally, the local representative reported that any programming changes back in (B)(6) 2010 would have been completed per documented physician's orders.

Event description:
Boston scientific crm received information that the patient with the cardiac resynchronization therapy defibrillator (crt-d) experienced cardiac arrest while in the hospital for an unreported reason. The device had delivered therapy and the patient was placed back on a respirator. The cardiologist had mentioned that the defibrillator did not work. A unknown bsc field representative came and interrogated the device and said the defibrillator was fine. It was further stated that the patient would be undergoing and angiogram. The information was reported by a charge nurse to the family member. At this time, no further information is available.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Additional information indicates that product was explanted and returned for laboratory analysis for an unknown reason.

Manufacturer narrative:
The device was returned to boston scientific's return products department in september 2010 for unknown reasons. Laboratory testing was completed in september 2010. The device was put through and passed therapy availability testing. The device performed normally throughout laboratory testing. Subsequently, the device was retrieved from archive and additional laboratory analysis and review of stored data was performed in january 2011 based on a subsequent report from the spouse that this patient had died. A review of the stored data found that the device delivered multiple shocks on (B)(6), 2010. There were no further ventricular episodes after (B)(6), 2010. The device had been programmed to off on (B)(6), 2010. The stored electrograms from multiple episodes from (B)(6), 2010 were reviewed. The device sensed, charged and delivered the programmed therapy. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. It was concluded that the device performed normally throughout laboratory testing.